Event description:
It was reported that there was an electrical reset. Later review of manufacturer's database revealed the patient died approximately five weeks after this event. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) - power on reset parameters; critical ram parity error caused power on reset on (B)(6) 2010 at address 1a ea. Por severity: low. The device should be able to fully recover after the reset. The device was not returned, but diagnostic information is consistent with reported event.